Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a 2mm cut at the tubing near the luer activated valve y site. Under water pressure test was performed and reveal a leak at the cut tubing area. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution set presented with "a perforation in the final part". There was no patient involvement. No additional information is available.